Event description:
It was reported the target lesion was a severely calcified mid left anterior descending artery (lad). A 2.0 x 12 non-csi/non-abbott balloon was advanced via right radial access and inflated. A 2.0 x 15 non-abbott stent was in but could not cross lesion. The 2.0 x 12 balloon was reinserted and inflated three more times. A 2.5 x 15mm non-csi/non-abbott balloon was inserted and inflated two times. The 2.0 x 15 non-abbott stent was reinserted but could not cross. The viperwire advance coronary guide wire floppy was advanced. Seven passes at 80,000 rpm were performed via antegrade and retrograde approaches. There was no mention of angiographic images being taken after atherectomy treatments. The patient complained of chest pain. The coronary artery was visualized which revealed perforation of mid lad. An unspecified balloon was inflated to tamponade the vessel. Code blue was called and cardiopulmonary resuscitation (CPR) was initiated. Intubation was started. Pulse was still present. CPR was performed, and epinephrine was administered. Pericardial drain was inserted followed by a heart pump. CPR was in progress. A 2.5 x 20 unspecified covered stent could not cross lesion. A 2.0 x15 non-abbott stent was deployed followed by a 2.0 x 26mm non-abbott stent. An unspecified covered stent was deployed. Post dilatation with unspecified balloons was performed, then 2.0 x 22 unspecified stent was deployed in lad. Additional CPR was performed. The patient expired. In the opinion of the physician, the primary and secondary causes of death are perforation leading to tamponade and cardiogenic shock with the oad causing or contributing to the perforation.

Manufacturer narrative:
Variance permits numbering sequence to deviate from the definition of a manufacturer report number found in 21 cfr part 803.3 (m)(3), to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the target lesion was a severely calcified mid left anterior descending artery (lad). A 2.0 x 12 non-csi/non-abbott balloon was advanced via right radial access and inflated. A 2.0 x 15 non-abbott stent was in but could not cross lesion. The 2.0 x 12 balloon was reinserted and inflated three more times. A 2.5 x 15mm non-csi/non-abbott balloon was inserted and inflated two times. The 2.0 x 15 non-abbott stent was reinserted but could not cross. The viperwire advance coronary guide wire floppy was advanced. Seven passes at 80,000 rpm were performed via antegrade and retrograde approaches. There was no mention of angiographic images being taken after atherectomy treatments. The patient complained of chest pain. The coronary artery was visualized which revealed perforation of mid lad. An unspecified balloon was inflated to tamponade the vessel. Code blue was called and cardiopulmonary resuscitation (CPR) was initiated. Intubation was started. Pulse was still present. CPR was performed, and epinephrine was administered. Pericardial drain was inserted followed by a heart pump. CPR was in progress. A 2.5 x 20 non-abbott covered stent could not cross lesion. A 2.0 x15 non-abbott stent was deployed followed by a 2.0 x 26mm non-abbott stent. A non-abbott covered stent was deployed. Post dilatation with unspecified balloons was performed, then 2.0 x 22 non-abbott stent was deployed in lad. Additional CPR was performed. The patient expired. In the opinion of physician, the primary and secondary causes of death are perforation leading to tamponade and cardiogenic shock with the oad causing or contributing to the perforation.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported cardiac arrest, cardiac tamponade, death, perforation of vessels, unexpected medical intervention appears to be related to operational context. Due to the information provided including the poor quality of the images, it can be stated that the oad contributed or caused the perforation that led to an outcome of death however, it is also most likely that the perforation could have been caused not only by the by the diamondback device, but also the multiple balloon inflations within this severely calcified mid-lad artery. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Cine review: a malfunction of the diamondback 360 coronary oad could not be visualized or confirmed via the provided images re-affirming the possibility that imaging was not obtained post- atherectomy treatment, per the incident report associated with this complaint. The perforation could have been caused by the diamondback device, the viperwire advance coronary guide wire floppy or by the multiple balloon inflations within this severely calcified lad coronary artery; however, the two still images provided could not confirm the cause of the perforation. Medical review: this is a case to treat a severely calcified mid lad. A 2.0 x 12 non- csi/non-abbott balloon was advanced via right radial access and inflated. A 2.0 x 15 non-abbott stent was in but could not cross lesion. The 2.0 x 12 balloon was reinserted and inflated three more times. A 2.5 x 15mm non-csi/non-abbott balloon was inserted and inflated two times. The 2.0 x 15 non-abbott stent was reinserted but could not cross. The viperwire advance coronary guide wire floppy was advanced. Seven passes at 80,000 rpm were performed via antegrade and retrograde approaches. However, patient had chest pain and it was confirmed that a perforation occurred that led to cardiac tamponade. CPR was performed with other treatments such as pericardial drain and covered stents, however, patient expired despite multiple attempts of resuscitation. According to the physician, the main cause of death is perforation leading to tamponade, and cardiogenic shock and with the oad causing or contributing to the perforation. Due to the information provided including the images, it can be stated that the oad contributed or caused the perforation which led to an outcome of death however, it is also most likely that the perforation could have been caused not only by the by the diamondback device, but also the multiple balloon inflations within this severely calcified mid-lad artery. H6: codes 4118, 3233 and 11 no longer apply.